Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support provided pump reset information and guided the customer through resetting the pump, which resolved the malfunction. The customer may continue using the pump and was advised to call back if the issue recurs.